Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens (iol), model zxr00 (17.5 diopter) was performed on the left eye (os) of a male patient as the patient ended up +.75 and was unhappy with the vision. It was reported that this event is not a product issue and that the lens was explanted due to the patient not liking his vision. There were no sutures required and no vitrectomy was performed. A replacement lens model zkb00 (19.0 diopter) lens was used. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2017. Device returned to manufacturer? Yes. The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the return sample shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.